Event description:
The pt reported that the pump has not worked for them since it was implanted. The pt reported that she used to be ambulatory, but now is too spastic. The hcp has done diagnostic testing (no details reported) and is recommending that the pt have the pump explanted. The pt is considering this treatment choice. No pt outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.